Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section 1.2 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing a skin reaction while wearing the abbott diabetes care (adc) device. Ta customer reported experiencing an infection and inflammation at the adc device insertion site and self-treated with an unspecified ointment. There was no third-party treatment reported for the reported issue. There was no report of death or permanent impairment associated with this event.